Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was off by an hour as it was not changed for daylight savings. There was no reported impact to the blood glucose level. Tandem technical support assisted the customer with adjusting the time.